Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient underwent peripheral angiography for progressive short distance claudication of 20 metres. On physical examination, the patient had no tissue loss, no palpable pedal pulses, and weak distal pulses detected using a hand held doppler device. Angiography revealed 90% stenosis in the left common iliac artery (cia) and 70% stenosis in the left superficial femoral artery (sfa). Left cia and sfa angioplasties were performed to good angiographic results and symptomatic relief for the patient. A follow up ultrasound 6 months after left cia and sfa angioplasty revealed recurrent left sfa stenosis of 80% and no recurrent flow limiting lesion of the cia. Despite being compliant with best medical therapy, the patient once again reported symptoms of short distance claudication which started about 2 months after previous procedure. Left sfa intervention was initiated via percutaneous peripheral angiogram. After anticoagulation with heparin, the lesion was crossed with a non-medtronic glide wire with catheter support. Contrast injection through the catheter confirmed positioning in the true lumen . A spider fx embolic protection device was delivered distal to the lesion. Atherectomy was performed with a turbohawk lx-c device followed by balloon angioplasty with a 5.0mm x 60mm drug eluting balloon. Co mpletion angiogram showed satisfactory results with no dissection flap or contrast extravasation. Puncture site was closed with a non-medtronic device. The patient was discharged home after an uneventful overnight period of observation, with no peri procedural complications. 6 weeks post atherectomy, a routine follow up ultrasound revealed an asymptomatic 25x25mm aneurysm with mural thrombus in the left sfa. At this point, a decision was made to manage the aneurysm conservatively, with an interval scan in 3 months. The patient was lost to follow up despite multiple phone calls and appointment reminders via email. The patient was referred back to the clinic 2.5 years later with pain and mild swelling in the left thigh. Angiography showed a saccular pseudoaneurysm of the mid left sfa measuring 50x43x40 mm. Percutaneous angiography confirmed these findings . A 7f sheath was inserted to the left via the right groin, a fine wire was used to cross the lesion which was stented with a 6.0x60mm non-medtronic stent and post dilated to 6mm. Completion angiogram showed successful exclusion of the aneurysm. No complications were associated with the procedure and the patient was discharged home the next day. Doppler ultrasound a month later showed patency of the sfa stent and a thrombosed saccular aneurysm measuring 50x44x40mm with no endoleak . Delayed pseudoaneurysm development in the treated segment of the sfa was most likely due to inadvertent atherectomy of disease-free intima proximal and distal to the target lesion, despite the correct use of an appropriately sized atherectomy device. The combination of a weakened arterial wall and high shear force from adjacent blood flow could have led to a weakened and dilated arterial lumen.